Event description:
It was reported that the patient was having difficulty palpating the inflatable penile prosthesis (ipp) pump. The entire ipp was removed and replaced with a new one. No patient complications were reported in relation to this event.